Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result from a single patient sample (patient result = 0.114 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported from the laboratory, and plavix and lasix were administered to the patient. A corrected report was not issued for the repeat results (repeat results = 0.030, 0.030 ng/ml). There was no allegation of harm to the patient as a result of this event. Additionally, during the investigation, the customer obtained multiple, higher than expected quality control results (0.071, 0.136 ng/ml vs. Expected result of < 0.012 ng/ml). Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, higher than expected vitros trop I es results were obtained while using the vitros eci analyzer. An ocd field engineer performed "as needed" maintenance and adjustments to multiple analyzer subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. In addition, the investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor to the event.